Event description:
It was reported that the customer experienced a button error alarm, failed battery test, and the keypad was unresponsive. The customer's blood glucose was 80 mg/dl. No significant events prior to the issues. Advised the customer to discontinue the use of the insulin pump and to revert to their back-up plan. No further information was reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No failed battery test alarms noted. Insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).